Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) was removed on (B)(6) 2014. The patient had an issue with her legs getting weak and was not able to walk. It was noted that the patient ended up in a wheel chair. The reporter stated that they thought the issue was associated with implanting the new leads on (B)(6) 2013. The health care professional thought they should maybe take out the neurostimulator for the patient to be able to get some movements. The patient had not used the scs for a month and a half prior to removal. When it was taken out, the patient did get the feeling of wanting to move her legs again, but was still in a wheelchair at the time of the report. The patient could not walk and was going to physical therapy to see if she could get her legs moving and walking again. It was noted that the problems with the legs getting weak and not being able to walk started on (B)(6) 2014. The cause was not determined and the patient status was unknown.